Manufacturer narrative:
The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The device was found out of specification in relation to the reported 'upstream occlusion errors' which were verified through a review of the event history log by the multiple of upstream occlusion alarms but were not determined if the alarms were true or false. Evaluation was not able to reproduced the reported symptom. The reported condition was not verified. No causality was identified and no correction required. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump had upstream occlusion errors. This occurred during an unspecified process step. There was no patient involvement. No additional information is available.